Manufacturer narrative:
The reported event that the unit broke was confirmed by the complaint specialist during the device evaluation; during the visual inspection the tightening screw of the pin clamp was found to be broken. Based on the age of the device (10 years) and the information, that the customer applied too much torque on the tool, the reported event has most likely been caused by handling of the device over the years. Applying too much force while tightening the pin clamp can cause or contribute to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility too much torque was applied to the device and it broke. No impact to the patient or delays were reported with the event.

Event description:
It was reported that during a surgical procedure conducted at the user facility too much torque was applied to the device and it broke. No impact to the patient or delays were reported with the event.